Event description:
It was reported to philips that the paddles can't charge. The symptom was further clarified by a philips fse as after charging, the device shows a message that external paddles are off. There was no patient involvement.